Event description:
As reported by the user facility: brief inquiry description: blood tubing leaking while infusing platelets. Detailed inquiry description: blood tubing leaked from back check valve while platelets infusing. Rn did not use pump to prime tubing, per rn report she primed tubing by squeezing fluid bags and forcing fluid through the tubing. Educators responded immediately to call but at this point the infusion had been off an hour and a half because the rn was trying to find more tubing and was conferring with blood bank to determine if she could use same platelet bag to continue infusion. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One photograph of the packaging was provided for evaluation. The photograph was evaluated, and a proper evaluation could not be performed from the evidence in the photograph provided. The defect cannot be confirmed due to insufficient evidence supporting the reported incident. All available information regarding this occurrence has been forwarded to our mrb to heighten awareness. The actual defective device is a valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.